Event description:
A cook celect vena cava filter (igtcfs-65-1-fem-celect-pt) was implanted in my husband on (B)(6) 2018. He died two weeks later, likely cause of death dvt, or undetected blood clot. Although his actual cause of death is listed as cardiac arrest. He had surgery for diverticulitis on (B)(6) and did very well with both surgeries. On (B)(6), a small blood clot was detected, so blood thinners were ordered (heparin and coumadin). He appeared to be recovering, however around (B)(6), he had several bowel movements that included blood. Blood thinners were discontinued and it was recommended an ivc filter be implanted. We were told it was the safest course of treatment. Within days his legs began to swell and they became red, inflamed and painful. He could barely stand and his condition became worse. Blood pressure was low, he was weak and could not stand without assistance. While still in the rehabilitation unit of the hosp, he suddenly and unexpectedly went into cardiac arrest and died. I believe the filter was the primary cause of death. While the intent was to stop the travel of blood clot to the lungs, it did not do its job. Physicians ignored the fact he was still forming blood clots and felt any blood clots would be intercepted by the filter, which was not the case. My husband died as a result.